Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 4-5 days ago the therapy stopped helping for their back. Caller noted their back is killing them and they can't feel the stimulation at all. Caller noted they called someone but they no longer work with the manufacturer and was told to call patient services. Caller confirmed they were on group a with programs 1-4 running. Caller increased intensity in program 1 from 4.9 to 9.2 and stated they didn't feel anything in their back. Caller then switched to program 2 and began to increase the intensity level but saw "settings not available." The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller noted their doctor is thousands of miles away. Agent sent an email to the field requesting assistance but reviewed expectations with caller.

Event description:
It was reported the settings were checked and adjusted, the patient had to keep changing settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.